Event description:
It was reported that the pump was unresponsive and then reset unexpectedly. After the reset, the customer was able to resume insulin delivery successfully. In addition, it was reported that the wake button was delayed in responding to touch. Customer declined further troubleshooting; therefore, no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.